Event description:
It was reported by the health professional that the intraocular lens (iol) was explanted on 1/19/1999 and replaced with a different iol. It was reported that the patient states she is still having some visual difficulty. Her current corrected visual acuity is reported to be 20/20.